Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Subsequently, the right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.